Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient was diagnosed with a partial pocket infection. A debridement was performed and the cardiac resynchronization therapy defibrillator (crt-d) was explanted and a new device was implanted. The leads remain in service with the new crt-d. It was noted that during the initial implant procedure an intra-aortic balloon pump was used, thus leaving the patient at a high risk of infection. No additional adverse patient effects were reported.